Event description:
A malfunction alarm was reported with malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer was provided with information to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if any issues arise again.